Event description:
It was reported that the patient received inappropriate therapy due to noise on the right ventricular (rv) lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. (B)(4).